Event description:
Complainant alleged that the device displayed a "defib fault 78" message. Complainant did not indicate that there was pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f-u report when our investigation is complete.